Event description:
The pt underwent a procedure to receive a trial scs system. It was reported, the physician could not advance the lead due to scar tissue and bony fusions. The trial procedure was consequently abandoned.

Manufacturer narrative:
Result - the complaint for cannot implant product cannot be confirmed through product testing alone. As received, the returned lead was in good condition. Microscopic inspection did not reveal any anomalies which would have contributed to the complaint. Per the event details, the returned lead could not be implanted due to scar tissue and bony fusions. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.